Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroiectomy- "the surgeon used a thermofusion for the first time (he normally uses clips, monopolar, scissors). During the first part of the surgery, everything was normal, no special comment. The surgeon was using the device as I explained. After 1 hour of surgery, the voyant fell. He didn't want to open a new device. So, he continues the thyroiectomy with clips, scissors and monopolar bistoury, suture. At the end of the procedure (2hours), he closes the patient. It's specialy at this time he realizes a vein bleeds (sealing with voyant) so he uses a suture to hemostasis. This procedure was an evaluation for eb030. (Sample) processmaker 11348". Type of intervention - "he uses a suture to hemostasis the vein." Patient status "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.